Manufacturer narrative:
Date manufacturer received: 04/12/2016. Product evaluation: analysis found that when compared to the assembly drawing: a portion of the shaft measuring 2.211¿ became detached from the assembly which would have resulted in the reported event. When viewed under magnification, the tip contains cutting flutes and at the proximal end of those flutes were metallic shavings which are consistent with contacting a metal object during use. The ipc instructions for use indicates it is a powered microdebrider, drill and saw system that will remove soft tissue, hard tissue and bone during surgical procedures. The information most likely indicates the bur came in contact with an unapproved material and the excess torsional load caused the breakage.

Manufacturer narrative:
The product has been returned, evaluation is in progress.

Event description:
It was reported that the bur head broke off during the procedure. A fragment did not have to be retrieved from the patient. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.